Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had to change three infusion sets within last coupe of days due to blockage. The customer reported that he had hyperglycemia of 23 mmol/l, but now it is back to 5.2 mmol/l. The customer was advised it was due to membranes in reservoirs. The customer reported that the insulin pump was working fine. The infusion set is not expected to return. Additional device related incidents: reservoir (B)(4); infusion set (B)(4).